Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed damage to the locking arms of the cuff lock; however, the reported difficulty engaging the pump to the mini apical cuff could not be confirmed. Although a specific cause for the damage could not be conclusively determined through this evaluation, it did not appear to have contributed to any engagement issues as reported. A specific cause for the reported bleeding at the apex of the heart could not be conclusively determined. (B)(6) was returned assembled with the pump cable intact and appeared unremarkable. The sealed outflow graft, outflow graft bend relief, and modular cable were not returned. The cuff lock was in the fully locked position with the mini apical cuff secured with no yellow lines visible. Prior to removal, the mini apical cuff was articulated and rotated within the lock and the connection did not feel loose. Upon removal of the mini apical cuff, bending of the locking arms of the cuff lock was observed. The cuff lock moved freely upon manipulation and could not be forced into the locked position with no mini apical cuff in place, as per design. The o-ring that seals the interface between the inflow cannula and the mini apical cuff was present and appeared free of damage or defect. After cleaning, the cuff lock assembly was reassembled and the returned mini apical cuff was connected. The cuff lock engaged without issue. Review of manufacturing documentation, which includes functional testing and visual inspection of the cuff lock for bent arms, found no deviations in manufacturing or quality assurance specifications. The remainder of the device appeared unremarkable. Examination of the blood-contacting surfaces found no depositions or defects. The pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. The relevant sections of the device history records for (B)(6) were reviewed, including the cuff lock installation and inspection, and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 1 of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 left ventricular assist device (lvad). If the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. The suture knots should not interfere with the connection. If a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR #: 2916596-2022-00367.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that during implant procedure, the surgeon had difficulty locking the pump into the mini cuff. The purple lock was tested outside of the procedure in a sterile field with a standard apical cuff; more attempts were made to lock the pump to the mini cuff and the lock slid into place, but the pump was clearly not locked to the cuff. The surgeon made one more attempt to engage the pump to the cuff, but the bleeding at the apex was significant. The pump was removed from the cuff to address bleeding, and upon visual inspection it appeared the legs on the locking mechanism were bent. The mini cuff was removed from heart, a standard apical cuff was applied to the left ventricle (lv) and a new pump was opened and implanted into the patient. The patient later developed atrial fibrillation and was started on intravenous amiodarone; this was not deemed clinically compromising.